Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a lead perforation occurred. Despite efforts no further information was obtained when it comes to this case. The lead remain implanted. No adverse patient effects were reported.